Event description:
It was reported that an alert for check right ventricular (rv) lead was observed. This patient was not in latitude nxt so no information could be confirmed. Additional information is being requested by the field. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).